Manufacturer narrative:
The report of an unspecified accuracy issue was not confirmed. However, the pump module was identified with a damaged op1 encoder on the ail assembly , causing a motor stall failure. Physical inspection of the device noted that the instrument seal was broken. Both iui connectors were observed to be dull. There were no other anomalies observed. Analysis of the pump module event log identified the last recorded infusion programmed at 12:38 pm on (B)(6) 2020. The infusion rate was programmed at 200 ml/h with a vtbi of 100 ml and the infusion was started. The device alarmed for channel malfunction (error code 242.4030.0 motor stall failure) at 12:39 pm, which was also confirmed in the device error logs. The device was then channeled off at 12:39 pm. Testing performed on the device identified error code 242.4030.0 motor stall failure as a result of a damaged op1 encoder on the ail assembly. Functional testing was performed using a good known replacement ail assembly on the returned device at a rate of 200 ml/h for a 1 hr period. The infusion completed successfully, and no errors were observed. Rate accuracy testing performed found the device delivering fluid within specification. The root cause of the unspecified accuracy issue was not determined. The root cause of the channel malfunction (error code 242.4030.0 motor stall failure) was identified as the result of a damaged op1 on the ail assembly. Device history review: review of the pump module s/n (B)(4) service history record showed that the device was manufactured on 04/19/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 07/30/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the device had an unspecified accuracy issue.